Event description:
It was reported that during a lap chole procedure, the surgeon was attempting to ligate a vessel when the clip did not load properly and became lodged into the applier jaw. The surgeon was required to cut the portion of the clip that was protruding from the side of the jaw in order to remove the applier from the cannula. Minimal add'l surgery time required. No injury to pt. Surgeon finished out case by using another hem-o-lok aes applier.

Manufacturer narrative:
The device was unintentionally thrown away by the hospital. A lot number was not provided, therefore, a device history record review cannot be performed. Teleflex medical will provide a follow up report if any add'l info becomes available. No conclusion can be drawn.